Event description:
Customer reported the system will not turn on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the emergency stop switch pushed in and breakers turned off. System operates as intended.